Event description:
It was reported by service report that none of the controls worked. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bed needed to be reset. Power button on footboard not turned on.